Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to the customer's blood glucose. Reportedly, the customer was sent new charging supplies. No additional patient or event information was available.